Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and the reported device damaged by another device was a result of procedural circumstances/user technique. The reported single leaflet device attachment (slda) was due to the reported device damaged by another device. The reported tissue damage appears to be due to user technique/procedural circumstances. Tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report device dislodged, single leaflet device attachment and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. An xtw clip (00811u139) was inserted and successfully deployed, reducing mr to a grade of 1-2. To treat a jet lateral of the implanted clip, the physician inserted an nt clip (00902u169). However, while positioning the second clip, it as noted to have come in contact with the implanted clip and may have become entangled with the chords or the clip. The physician was unable to determine what the clip became caught on. Troubleshooting was performed and the clip were able to be released chords or the implanted clip. However, it was noticed that the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Leaflets damage was also suspected. Since an slda had occurred, the physician decided to remove the nt clip and replaced it with an xtw. The slda was successfully stabilized, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.